Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-dec-2024. [Additional information]: on 16-dec-2024, additional information was received. The information confirmed the procedure was a stent-assisted embolization of a left middle cerebral artery aneurysm. The aneurysm was an unruptured aneurysm approximately 3mm x 2mm x 2mm in size. There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. There was no evidence that blood flow was obstructed because of the reported issue. The temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. There was no resistance during the advancement of the stent. The information confirmed no negative patient impact and indicated that the physician did not consider the 15-minute delay in the procedure to be clinically significant. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8878746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 stent could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, the event required the surgical intervention/remedial process of using the delivery wire to ¿massage¿ the stent and using a balloon guide catheter to dilate the vessel and fully expand the stent. Since the alleged device deficiency required additional interventions to fully expand the stent and preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a left middle cerebral artery aneurysm, after the physician half released the 4mm x 23mm enterprise 2 (encr402312 / 8878746) and finishing the filling and detachment of the coil, the physician released the stent completely. The distal markers on the stent opened well, but some of the proximal markers were converged and did not fully open nor expand as intended. The physician used the delivery wire to massage the proximal markers, but they were still unable to open. After the physician used a balloon catheter (competitor brand) to dilate, the stent markers were completely opened. The physician then completed the procedure, which was reportedly delayed by approximately 15 minutes. There was no report of any negative patient impact.